Manufacturer narrative:
(B)(4). The customer returned one brown luer hub with syringe for evaluation. Visual inspection revealed the distal extension line had become separated just adjacent to the luer hub. Remains of the extension line were found inside the luer hub. The portion of the catheter containing the extension line was not returned. The point of separation was rough and jagged, consistent with undue force being applied to the extension line. The catheter could not be evaluated as it was not returned for evaluation. The catheter body could not be measured as it was not returned. The inner diameter of the distal extension line within the luer hub measured 0.056", or 1.4224 mm, which is within specifications of 1.42-1.50 mm per distal extension line extrusion graphic. The outer diameter could not be measured as the only portion of the extension line was recessed within the hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open catheter clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. The catheter was not returned. The extension line met all relevant dimensional requirements and a device history record review did not reveal any relevant findings. The separation point was jagged, consistent with undue force. However, since the remaining portion of the catheter (including extension line body) was not returned, the root cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that after four months of catheter placement, one of the extension lines was found detached from the junction hub. The catheter was replaced without issue.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that after four months of catheter placement, one of the extension lines was found detached from the junction hub. The catheter was replaced without issue.